Event description:
A report was rec'd stating that during use of the device, the tubing had become separated from the stopcock. The separation was identified immediately. There were no adverse effects to the pt.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.